Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and seroma". Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Healthcare professional reported left side "pain, change in volume/shape in the left breast with late seroma and diagnosis of baker iii contracture", "hypoechoic collection, located adjacent to the breast implant on the left", "124ml of serohematic content" and "mastalgia and swelling." Device was explanted.